Event description:
It was reported that the patient experienced twitching and the left ventricular (lv) lead was reprogrammed to a vector with the least amount of twitching. A review of trends noted that the impedance had slowly increased over time and any measurement dealing with lv1 vector exhibited high impedance while the other vectors were fine. Lv1 was suspected of encapsulation. Also noted was a jump in impedance that appeared before the date that reprogramming occurred. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.